Event description:
It was reported, the physician added a lead to the pt's scs system on (B)(6) 2013. It was reported the lead was added to improve the stimulation in the right upper extremity (shoulder and neck). The initial lead remained implanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.